Manufacturer narrative:
(B)(4). From the picture it appears to be that the bent piece towards the tip off the component could be causing the failure mode reported "jammed". Verification of failure mode reported in the current manufacturing process: 20 samples were used for testing to try to duplicate the failure mode reported in the complaint "jammed", the samples (auto endo5 ml) were taken from the actual production lot # 73f1600362, the 20 samples fired all the clips according with the procedure (B)(4), no similar issues were found, the information was recorded in the format (B)(4). From the picture it appears to be that the bent piece towards the tip off the component could be causing the failure mode reported " jammed", however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
The endo clip applier jammed during a procedure. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Four possible lot numbers were provide and were included in the device history review. The device history review for the product auto endo5 ml, lot numbers 73g1500528, 73a1600423, 73a1600582 did not show issues related to the complaint. Lot number 73g1500597 is not related with auto endo5 ml. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The endo clip applier jammed during a procedure. The patient's condition was reported as unknown.